Manufacturer narrative:
The referenced polarxfit was returned for analysis. Dimensional testing confirmed the outer diameter of the shaft of the device was out of specification. Functional testing was performed, insertion of the device into a known good polarsheath was attempted but was unsuccessful due to excess resistance. Due to the out-of-spec measurements it can be concluded that this is the cause of the withdrawing issues experienced clinically.

Event description:
It was reported that a polarx was selected for use. After cryoablation when the balloon was attempted to be retracted into the sheath in the left superior pulmonary vein (lspv), it could not be retracted. Upon fluoroscopic examination of the tip, the balloon tip was deformed; therefore, the use of the balloon was discontinued, and another device was used to complete the procedure. No patient complications were reported. The device was returned for analysis.

Event description:
It was reported that a polarx was selected for use. After cryoablation when the balloon was attempted to be retracted into the sheath in the left superior pulmonary vein (lspv), it could not be retracted. Upon fluoroscopic examination of the tip, the balloon tip was deformed; therefore, the use of the balloon was discontinued and another device was used to complete the procedure. No patient complications were reported. The device is expected to be return for analysis.